Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2005, ID: 1, inratio: 4.5, lab: 3.4, date: 2005, ID: 2, inratio: 4.6, lab: 3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2005, ID: 1, inratio: 4.5, lab: 3.4, mean: 3.95, confident limits: 2.3-5.7, date: 2005, ID: 2, inratio: 4.6, lab: 3.5, mean: 4.05, confident limits: 2.4-6.1. For the ID #1 and 2 the inratio value and lab values are within the confident limit as per internal procedure tr#0150 rev.2. As per internal procedure tr#0150, rev .2 if the inratio value and lab values are within the confident limit product won't be tested. Since the product is expected to be returned by the customer it will be investigated.